Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a vessel harvest, the insufflators would not hold pressure in the leg, therefore, preventing visualization of the site. It was further reported that the tubing was switched, which helped temporarily. However, the problem occurred again. It was further reported that the insufflators were switched, which fixed the problem. The case was not delayed.